Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: no batch#/sample available. No further investigation required.

Event description:
It was reported that before use of the unspecified bd syringe there was a scale marking issue. The print rubs off the syringe or smudges when handled. The following information was provided by the initial reporter: we have had a complaint from a customer due to the print rubbing off syringes or smudging when handled or cleaned. No samples or photographs have been provided for review. This issue does not seem to be limited to a specific batch or size of syringes but appears to be a general comment. This complaint reflects what we have also seen where the print can rub off the syringe when handled (all be it excessively). I have asked if the customer if they've changed their process that could affect the print in any way but have not had any feedback so far. Would you let me know whether any changes have been made to the ink used to print the graduations that could affect the adherence of the ink to the barrel please.